Manufacturer narrative:
H11: the device was received for evaluation, along with two photographs. During visual inspection of the provided photographic samples the leak is not observable. Visual inspection of the actual device showed the tube was separated from the chamber. It was also noted that minimal residue of solvent was present on the tube at the location of the disconnection. The reported condition was verified. The cause of the condition could not be determined; however, the most probable cause can be related to manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a solution administration set had a separation/connection issue; further described as "cable coupling" issue (not further specified). This occurred during setup. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.